Manufacturer narrative:
Visual inspection of the device revealed the set-screw was damaged. No other anomalies were observed. Test leads were inserted into the device header and the set-screw could not be fully torqued. The set-screw was stripped and damaged which was preventing the set-screw from fully tightening and securing the test lead.

Manufacturer narrative:
(B)(4).

Event description:
During procedure, the atrial lead header screw was not able to be unscrewed and was thought to be stripped. The lead was removed from the header with the screw in place. The device was then explanted and replaced. No adverse affects for the patient and was in good condition following the procedure.